Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the ins did not work after the fall and 6 manufacturer representatives (reps) tried to reprogram it a total of 7 times. The patient said that new installation of trial leads worked but once they were hooked up to the unit then nothing. The patient sated that the issue was resolved by installation of an 'epidural' stimulator and active stimulation was great. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient reported that he originally had a ¿peripheral stimulator installed¿ and it worked ¿really well¿ but he fell on ice and the ins ¿quit working.¿ the patient reported that his insurance would no longer cover the ¿peripheral¿ one, so they installed the ¿epidural¿ one. No further complications were reported.